Manufacturer narrative:
The investigation is ongoing. It is pending investigation because of calibration of test equipment.

Event description:
On (B)(6) 2013, customer name: (B)(6) date of birth: (B)(6) 2003, reported by: (B)(6), relation: mother. Doctor/hospital: (B)(6). Troubleshooting notes: initial notes: bg = 8.9 mmol/l. Caller wished to report that customers mio have needles in certain mio of the lot, lot # 5001212, that are extraordinarily longer than usual and causing much pain and distress to the customer who is a child. Some sets in lot are normal size though. Assistance provided: escalated to the local british office this complaint to see about an exchange via a gcn form. Advised backup plan per health care provider if needed. See gcn note. Send nothing for now/ return nothing for now. Reason code: ga13 - needle anomaly incident date: (B)(6) 2013. Material no.: mmt-943. Sn/lot no.: (B)(4), bg: 8.9 mmol/l, solution category: troubleshooting only, product replacement: none RMA: n/a, sending: na, returning: na, (B)(6). Batch - 5001212.